Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an anterior resection, the knife blade had strayed from its track and caused the jaws of the device to jam shut. The device was applied to pt tissue at the time. To remove the device from the tissue, the surgeon resected the tissue directly adjacent to the device jaws. There was no injury to the pt.